Event description:
On (B)(6) 2017, a patient underwent a treatment of a thoracic aortic dissection, zone 2, with a gore® tag® thoracic branch endoprosthesis (tbe device). Gore® dryseal flex introducer sheaths were used for access at the right side. It was reported that during the procedure, the patient's right iliac artery tear was noticed. Based on the site measurements, the right common iliac artery was 8mm and the right external iliac artery was 7mm. The surgical repair was administrated. According to the site, the event was not related to the device or procedure. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. The sheaths were discarded at the facility and are not available for analysis. Additional information was requested but is not available. Also was used during the procedure: dsf2433/unknown. Based on the site measurements, the right common iliac artery was 8mm and the right external iliac artery was 7mm. Per IFU sizing guide for the dsf2465 and dsf2433, the ID diameter is 8.0mm and od diameter is 8.8mm. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the devices verified the lots met all pre-release specifications. The sheaths were discarded at the facility and are not available for analysis. Also was used during the procedure: dsf2433/(B)(6). Please note that the gore lot/serial numbers are not available. In this case for lot/serial number were used creganna lot/serial numbers. In 2017 was used the supplier lot number and not a gore lot number. Based on the site measurements, the right common iliac artery was 8mm and the right external iliac artery was 7mm. Per IFU sizing guide for the dsf2465 and dsf2433, the ID diameter is 8.0mm and od diameter is 8.8mm. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.